Event description:
Information was received indicating that when performing priming during use of a smiths medical cadd extension set, an occlusion alarm was noted. It was reported that no anomaly was observed on a pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.